Manufacturer narrative:
Device analysis: the sample was returned partially reloaded into a dispenser assembly, accompanied by a krauth admiral 5/40 balloon catheter. A bend is present at 164.8 to 166.3cm from the distal tip. Visually and tactilely, the coating surface appears smooth and consistent with a worn finish throughout with scattered minor scrapes, irregular abraded reghions, and scattered surface roughness. The specimen wire hydrates readily and remains hydrated. Except where noted, the specimen wire does not present any definitive indication of manufacturing defect or anomaly. The device history records for lot 01980503 were reviewed. All records indicate that the product was tested and determined to be acceptable. The root cause for this complaint is inconclusive.

Event description:
Same case as manufacturer's report # 6000093-2007-01047 reportable based on analysis approved on 05/03/2007. It was reported that during an unspecified treatment procedure, the balloon catheter became stuck on the guidewire. The "balloon dilation was successful. Physician wanted to change the catheter, but this was not possible because the catheter stuck on the wire. The physician removed the whole system (wire and catheter) and continued with a new wire." The same problem occurred with the second guidewire. "It was only possible to pull a new catheter over the wire with very much pressure and force." The procedure was completed with another device. There were no reported pt complications and the current pt condition is reported as "ok."